Event description:
The pump was returned for investigation. Investigation revealed that a single component on the pcb was found to be misaligned. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the prime history showed large prime volume amounts on the reported failure date. The black box review showed multiple occlusion alarms. The pump powered on normally during load step attempt, the piston stopped at 205 units. Investigators were able to prime the pump and occlusion alarm was duplicated upon the first basal program delivery attempt. The force sensor calibration reading is above specifications. The pump was opened and inspected, a single component was found to be misaligned on the pcb. The force sensor resistance reading is within normal specifications. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.